Event description:
The aneurysm was large.

Manufacturer narrative:
Investigation results correction: as per, the pipeline¿ embolization device (ped) IFU, the pipeline embolization device is indicated for the endovascular treatment of adults (22 years of age or older) with large or giant wide-necked intracranial aneurysms (ias) in the internal carotid artery from the petrous to the superior hypophyseal segments.

Manufacturer narrative:
(B)(6). (B)(4). Patient's home off label use: the pipeline flex was used to treat basilar artery aneurysm. Per pipeline flex instruction for use (IFU), the pipeline¿ flex embolization device is indicated for the endovascular treatment of adults ((B)(6)) years of age or older) with large or giant wide-necked intracranial aneurysms (ias) in the internal carotid artery from the petrous to the superior hypophyseal segments. The device will not be returned for analysis as it was implanted in the patient and no autopsy will be performed; therefore, the event cause could not be determined. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event.

Event description:
Medtronic received information that this patient died at home one week after treatment of a basilar artery aneurysm with a pipeline flex device. The physician reported the cause of death is unknown, could be cardiac or thrombotic. It was reported that no autopsy will be performed. The patient was treated for an unruptured saccular aneurysm in basilar artery. The patient's anatomy was very tortuous. The pipeline flex was implanted successfully and was fully apposed to the basilar artery. One day post procedure, the patient had a cta for headache which showed that the aneurysm had already thrombosed and was discharged home. The patient received dual anti-platelet therapy, with unknown pru level.

Manufacturer narrative:
(B)(4).